Event description:
On (B)(6) 2013, it was reported that the patient's infusion set was leaking at the connector. The patient experienced the problem with more than one infusion set. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The two returned used head sets were visually inspected and tested for flow and tightness. Additionally a connector click test has been done. All test results were within specifications. The problem mentioned by the customer could not be reproduced.